Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and following implant of the right ventricular (rv) lead and the right atrial (ra) lead, the patient suddenly felt uncomfortable, the patient had chest pain, and the patient's blood pressure "was impossible to monitor." An ultrasound revealed the pericardium was filled with blood and it was determined there was tamponade which resulted from perforation. Rescue was attempted; however, the patient died.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.